Event description:
A phone call was made to the customer in order to follow up on a call she had made previously regarding high blood glucose levels. The customer stated that he went to urgent care for medical treatment due to the high blood glucose levels. The customer didn't remember anything else. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.